Manufacturer narrative:
There is no report of any trauma or other external event that is likely to have caused or contributed to the incision sites failure to heal. There is no indication of infection present at any site. Poor healing is a known inherent risk of invasive procedures and does not appear to be directly caused by the nalu system itself.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat shoulder pain. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the leads targeting the suprascapular nerve. On (B)(6) 2024 the patient reported that the ipg incision site was not fully closed and also noted that a portion of the implanted lead was exposed and not healing properly. Physician elected to remove the system and allow full healing to avoid any risk of infection from the sites remaining open. A full system explant was performed on (B)(6) 2024.